Event description:
It was reported that saf-t-intima w/prn bl 22ga x .75in catheter was damaged. The following information was provided by the initial reporter: material no: 383322 batch no: 0087105. It was reported that the catheter was coming away from the needle.

Manufacturer narrative:
H6: investigation summary: a complaint of a defective catheter was received by the customer. A sample was returned for investigation of this defect. During visual inspection, no defects were observed on the product. A device history record review was completed by our quality engineer team for provided lot number 0087105. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A root cause could not be determined as the failure could not be replicated. It was observed that there was some silicone that is applied during manufacturing that may be what the customer is referring to. This silicone aids in the insertion of the device by the end user and is medical grade silicone. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/prn bl 22ga x .75in catheter was damaged. The following information was provided by the initial reporter: material no: 383322, batch no: 0087105. It was reported that the catheter was coming away from the needle.